Event description:
Patient with myelodysplastic syndrome was having port-a-cath placed in left internal jugular vein. From op report: "a guidewire was then passed through this with some difficulty negotiating the junction of the internal jugular vein and the brachiocephalic and then additional difficulty making the turn into the superior vena cava." Post operative x-ray indicated a pneumothorax which resolved with chest tube placement.